Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a visi-pro balloon-expandable stent with 6 fr non-medtronic sheath and a 0.035 non-medtronic guidewire for the treatment of a 10mm moderately tortuous, calcified plaque lesion in the proximal right common iliac artery of diameter 8mm. Lesion exhibited (B)(4) stenosis. Embolic protection was not used. IFU was followed and device was prepped without issue. Lesion was not pre-dilated. Device passed through a previously deployed stent. No resistance was encountered and no excessive force was used. It was reported that stent dislodgement occurred during its delivery to the lesion. The physician was successful in recapturing the stent over the original balloon by inflating and could advance to the lesion site. The stent was then successfully deployed at correct site. No patient injury reported.